Event description:
Related manufacturer report number: 2017865-2022-43881, related manufacturer report number: 2017865-2022-43882. It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise and low pacing impedance on the atrial lead, right ventricular (rv) lead, and pacemaker (pm). The physician elected to explant and replace the atrial lead, rv lead, and pm. The patient condition was stable.

Manufacturer narrative:
The reported events of noise and low pacing lead impedance were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found which is consistent with procedural damage.